Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider opened the compressor, cleaned the electronic solenoid, air and oxygen water traps, reinstalled them and the compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated a no air supply alarm because the compressor was inoperative. There was no patient involvement.